Event description:
A radial jaw was used for diagnostic purposes. A few hours after the procedure, the pt developed a hematoma in the esophagus and was hospitalized. It should be noted that there is no confirmation the hematoma was caused by the device.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications.